Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation , the lead exhibited high capture threshold. Micro-dislodgement was suspected due to patient's anatomy. Repositioning of the lead was unsuccessful. The lead was explanted and replaced. The patient was stable after the procedure.